Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported left side "deflation", "capsular contracture, baker grade ii" and "removal from textured to smooth due to the concerns of the product." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a striated broken assessed as surgical damage also have a striated opening assessed as surgical damage and missing piece of the shell (plug strap and device) assessed as to inconclusive. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles observed in the surface.

Event description:
Physician confirmed reported events. The device was replaced.